Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's hearing performance with the device is affected.

Event description:
The user_s hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturer's experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.